Event description:
Zoll m series monitor had been turned on for approx 10 mins. Prior to intubation the display came up with a "warming up" message followed by "mmhg." After approx two mins the screen continued to give no reading. A note "zero co2 adapter?" Flashed. There continued to be no reading of etco2. There was no change in pt's condition. The monitor was tested after run and it took five mins plus for the co2 sensor to "warm up" and it then took another 60 secs to get a reading. The equipment received warranty repair. Replacement of co2 sensor and put back in svc.